Event description:
Became aware of incident which occurred: - postoperative breakage of a socon screw. Revision surgery performed, however, the exact date and type of surgery is unknown.

Manufacturer narrative:
The manufacturer was notified of the incident and will investigate. The reason of the breakage is seen in an overload due to missing ventral support. There was no support of the stabilization with an intercorporal fusion. A product deviation is not known.